Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed due to faulty charged coupled device. Additionally, cracks were observed on the video connector. The device was serviced and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported device does not produce a image. The reporter could not confirm any patient involvement. Additionally, it was reported that believed that the device was plugged in and they did not receive a picture. The reporter was able to confirm that the device was inspected and no damage or abnormalities were observed. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05341. A review of the asset camera head's history was reviewed which indicated the device was last serviced on october 21, 2016. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the potential root cause of the ccd unit was damaged and the image could not appear could be attributed to unexpected external force or aging degradation and it was presumed that cracks occurred in the connector due to the unexpected external force. Olympus will continue to monitor the field performance of this device.